Manufacturer narrative:
The sample has been rec'd and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Customer reported that the handpiece did not work correctly during surgery. The tip was occluded and aspiration was too weak. Surgery was completed with another handpiece. No patient harm was reported.